Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated fields: h6 and h10. D8 field was left blank as it is unknown if the device was repaired by a third party. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been approximately 5 years since the subject device was manufactured. The device was not returned for a physical evaluation, however, it is likely that a mechanical defect caused the error message. A definitive root cause could not be established. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that there was a mechanical problem related to the image processor or light source of the video system center. There were no reports of patient harm. This medical device report is being submitted due to the unknown potential for harm related to this event.